Event description:
The graft block implant broke approx 6 months post-operatively while the pt was playing basketball.

Manufacturer narrative:
The pt experienced a traumatic event while engaged in playing basketball. This followed six (6) months of rehabilitation after the initial surgery. The surgeon observed a failure of the graft to incorporate into bone during the surgical procedure following the event. Evaluation of the returned implant fragment showed evidence of extreme loading that is consistent with forces that exceed design limits for this device. The apparent lack of soft tissue healing, combined with extreme loading conditions, is likely to have caused the implant to fracture. These conditions are beyond established limits for the performance of the product. Note: an initial evaluation indicated that this event was not product related. During a review of complaint files, it was determined this was reportable as a "serious injury" type event due to a low probability of patient injury.